Event description:
The pt's mother reported that the down and up arrow button on keypad was intermittently unresponsive to button presses. The reporter denies pump exposure to water or keypad damage. Additionally, buttons felt flat when pressed.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was intact. Buttons were responding intermittently and springing back normally. Additionally, adhesive was observed under the button contacts.